Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. Disconnected electrodes were identified and reprogramming was performed. A lead revision procedure was performed to resolve the disconnected electrodes. Post procedure, the patient was reported to be receiving adequate therapy.

Manufacturer narrative:
The lead and anchor were returned to saluda for analysis. The log review of the system prior to the revision procedure confirmed the reported event of electrodes disconnected. The lead failed functional testing due to damaged wires at the location of a kink immediately distal of the anchor fixation site. This is consistent with damage that can occur due to implant technique. The lead also exhibited electrical isolation failures with the cause un able to be established. The electrical isolation failures are unrelated to the reported event of electrodes disconnected. The manufacturing records were reviewed, and the product met all requirements for release, and no anomalies were identified.